Event description:
As reported via an affiliate, the hub of two cypher select plus devices cracked during treatment of a left anterior descending lesion (lad). The first 2.5 x 33mm cypher hub cracked, and the physician was unable to achieve any pressure within the balloon. The device was withdrawn without any difficulties. An inflation device was connected to a 2.75 x 28mm cypher, and the device was advanced to the lesion without difficulty. The balloon was inflated to about 6atm as seen on the pressure gauge, when the hub cracked (a "fissure" was noted along the side) and contrast leaked at the hub. The stent was correctly positional in the lesion and did not move; however, it had not completely expanded. The stent delivery system was withdrawn without difficulty. The stent was expanded enough to be post-dilated with a non-complaint abbott mercury balloon with good results. Both cypher units appeared normal with no hub cracks identified out of the package. There was no reported patient injury.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00672. Additional information will be submitted within 30 days of receipt.